Event description:
It was reported that the patient with this pacemaker device exhibited noise on the right ventricular (rv) channel. The noise was oversensed on the rv channel. The physician was aware about this noise, and it was happening for some time now. Technical services recommended to turn off the alert feature. This pacemaker remains in service. No adverse patient effects were reported.